Event description:
It was reported that the patient had been diagnosed with degenerative disc disease for which treatment and surgery had given in (B)(6) 2009. The patient still experienced lower back pain. The patient made several office visits between (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient underwent surgery of an anterior cervical disectomy and fusion from c3-c4, c4-c5, and c5-c6 .the patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient underwent surgery of a lateral lumbar interbody fusion from l4-l5 .the patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient underwent surgery of a hemilaminectomy and foraminotomy from l3-l4 .the patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient had gone into an emergency room with wound drainage, a fever, and an increase in her white cell count. On (B)(6) 2011, the patient underwent surgery of an irrigation and debridement surgical wound to treat for mrsa .post-op, the patient began to suffer from pain in her right leg, which became sensitive to the touch.also, the patient began to have pain in her right arm along with weakness in that hand. On (B)(6) 2012, the patient underwent surgery of a foraminal stenosis decompression from c5-c6, c6-c7, and c7-t1 .the patient was implanted with rhbmp-2/acs. Post-op, the patient began to suffer from muscle spasms and severe pain in her neck and right shoulder. The patient also recommended to increase narcotic pain medication. On (B)(6) 2013, the patient underwent surgery of a lumbar interbody fusion from l3-l4 .the patient was implanted with rhbmp-2/acs. Post-op, the patient suffered from constant pain worsen than anything. As a result, the patient required higher doses of pain medications to counteract the pain. The patient was no longer able to walk without assistance and needs help with simple tasks.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.